Event description:
During a wide local excision of a basal cell carcinoma of this pt's right cheek, a small flame (approx 3 in or less) started while utilizing the co's device. The pt was receiving low amount of oxygen via nasal cannula at the time. The flame was put out by smothering area and with sterile water. The pt sustained first and second degree burns to cheek and nares. Treated with bactroban ointment.